Event description:
It was reported that the patient presented remotely via merlin.net. Transmission showed that the implantable cardiac monitor exhibited intermittent under-sensing. No intervention was performed. There were no patient consequences.